Manufacturer narrative:
Result of investigation: service technician was not able to verify customer's reported problem "intermittently not delivering flow". All testing performed with a good known test ac adapter and patient circuit connected. Vent passed 84 hours extended tests at customer settings with no unusual alarms or conditions. Vent passed ts final test which includes many alarm and ventilation functions.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1150 intermittently not delivering flow. The issue occurred during patient-use. The customer confirmed that there was no patient harm associated with the reported event. At this time, there is no information regarding remedial action taken by the healthcare facility.